Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is alarming. Additional malfunction is the power switch has no alarm.